Event description:
It was reported in an article in the journal "clinical radiology" titled, "deeper may not be better: relationship between catheter dysfunction and location of the catheter tip in right-sided tunneled hemodialysis catheters", catheter dysfunction was the most frequent indication for replacement, followed by suspected catheter-associated bacteremia, cuff dislodgement, exit site infection and externally damaged catheter.

Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of two for this event. H10: n y t soh, b s tan, s j m chan, a patel, a gogna, k d zhuang, et.al (2022). Deeper may not be better: relationship between catheter dysfunction and location of the catheter tip in right-sided tunnelled haemodialysis catheters. Clinical radiology, 77(9):678-683. Doi: 10.1016/j.crad.2022.04.020. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.